Event description:
While performing a pm, it was reported that the camera on the 9800 system continued to rotate after pressing and releasing the rotate button once. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board. The camera was tested and found to be working as intended and the system was placed back into service.